Event description:
It was reported that the patient says their device is not working. The ipg is approaching recommended replacement time (rrt) and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.